Event description:
It was reported that during a cryo ablation procedure, the patient experienced a "punctiform" to the left atrium appendage and a cardiac tamponade. The patient was then transferred to the operating room for surgery. The case was aborted and the patient was under general anesthesia. The patient was hospitalized for five days. No further patient complications have been reported as a result of this event.

Event description:
It was further reported that the patient had recovered and left the hospital without injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.